Manufacturer narrative:
Product ID 3889, lot # v639198, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a change in stimulation since using her heating blanket. The patient was feeling stimulation where she usually did not and felt a "tingling through her whole buttocks." The patient turned her stimulation down and "it was fine." Then she got back under her blanket and "it felt like the device was stimulating." The manufacturer of the blanket stated that the blanket should not be used if the customer has a pacemaker. The patient stated that she had been using the blank, and on the day this was reported, the patient stated that it felt warm around her implant. She also stated it was "kind of buzzy", stimulating when normally it did not. The patient was concerned that she had damaged her implant. No further information about this even was reported. If more information is received, a follow up report will be sent.

Event description:
Additional information received reported that patient had stimulation in the wrong location two years ago when she put an electric blanket directly over her implant. The stimulation sensation changed to go down her leg and the feeling went away when she moved the blanket away.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was due to the use of a heated, electric blanket that got "too hot". The impedances were checked on (B)(6) 2013, and they were all with in normal limits. The patient had experienced a "tingling" sensation in her lower extremities. There was no intervention. The patient was not hospitalized. It was reported that the patient had recovered without sequela, and that outcome was non-serious illness or injury. No further information was provided.